Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a lantern delivery microcatheter (lantern), pod packing coils (pod pc), and non-penumbra coils. During the procedure, the physician implanted a coil in the target location. While advancing the next coil, a pod pc, through the mid-shaft of the lantern, the pod pc became stuck. The physician removed the pod pc and flushed the lantern on the back table. Subsequently, while re-advancing the same pod pc through the mid-shaft of the same lantern, the pod pc became stuck again. Therefore, the lantern and pod pc were removed. The procedure was completed using a new lantern and the same pod pc. There was no report of an adverse effect to the patient.